Event description:
It was reported that the remb handswitch was switching to the safe position while trying to use it during a procedure. A back-up device was used to complete the procedure with no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
The cause of the failure was a loose run-safe / on-off switch, due to insufficient positive engagement of the locking feature in the run and safe locations.